Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer did not perform the air removal step. Correctly and loaded the cartridge with cold insulin. Customer continued to use the existing cartridge. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.